Event description:
It was reported to philips that the adult cardiac arrest team attended a call with a patient initially in peri-arrest and monitored via phillips mrx defibrillator using self-adhesive pads. There was loss of cardiac output so the crash team reported turning the defibrillator to manual mode but then having no visible rhythm on the screen. The heartstart mrx defibrillator was replaced with another defibrillator. Approximately 4 minutes of cardiac arrest was managed without a defibrillator. The first rhythm documented was non-shockable. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer stated they believe a user error may have occurred with the device accidently being switched into pacer mode. The customer clarified they are not reporting an actual fault with the device but the ease that the end user switched the device into pacer mode. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. The pacer mode may be password protected; it is customer discretion how the device configured. The heartstart mrx instructions for use (IFU - publication 453564307761 - page 2) states: "optional pacer mode offers noninvasive transcutaneous pacing therapy. Pace pulses are delivered through multifunction electrode pads, using a monophasic waveform. If desired, use of pacer mode may be password protected." Page 15 (password security) states: "access to manual defib mode and pacer mode may be configured to be password protected. If the modes are password protected, you are prompted to enter the password upon moving the therapy knob to either the pacer position or an energy selection. The password is entered by using the navigation buttons to select the password numbers and then selecting done to complete the entry. The charge button and the [start pacing] soft key remain inactive until the password is entered. AED mode is always available without a password." No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm any malfunction of the device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the adult cardiac arrest team attended a call with a patient initially in peri-arrest and monitored via phillips mrx defibrillator using self-adhesive pads. There was loss of cardiac output so the crash team reported turning the defibrillator to manual mode but then having no visible rhythm on the screen. The heartstart mrx defibrillator was replaced with another defibrillator. Approximately 4 minutes of cardiac arrest was managed without a defibrillator. The first rhythm documented was non-shockable. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the adult cardiac arrest team attended a call with a patient initially in peri-arrest and monitored via phillips mrx defibrillator using self-adhesive pads. There was loss of cardiac output so the crash team reported turning the defibrillator to manual mode but then having no visible rhythm on the screen. The heartstart mrx defibrillator was replaced with another defibrillator. Approximately 4 minutes of cardiac arrest was managed without a defibrillator. The first rhythm documented was non-shockable. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.